Event description:
The event is reported as: after ligation of the renal vein, the vein was found to be oozing blood and it was discovered the clip was broken. It was replaced by another clip to ligate the vessel. Post-operatively, the pt was reported to be in stable condition.

Manufacturer narrative:
Actual device involved in incident was returned for investigation, but the investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.